Event description:
It was reported that there were quality inspection problems. Further information was provided that the therapy delivery test failed during the operational check. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Although the operational check passed during the evaluation of the device, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.